Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) investigation no issues related to complaint were found. A document assessment (fmea) was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend on related complaints.

Event description:
The customer alleges that the rubber coating on the stylet came apart during intubation. The detached piece was detained in the stylet and retrieved after intubation. No report of a patient injury or intervention.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the stylet fell apart as described in the complaint. It was also observed that there was a type of stressed tear on the plastic coating of the tip of the stylet. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause for the issue could not be determined. All stylet products are 100% inspected at the manufacturing facility; therefore a defect of this type would be detected prior to release. In addition , a dimensional verification was performed on the plastic coating from the returned sample and the results were within established specifications. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the rubber coating on the stylet came apart during intubation. The detached piece was detained in the stylet and retrieved after intubation. No report of a patient injury or intervention.